Event description:
The customer reported the root screen is freezing during monitoring with sedline module. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The device turned on using battery and ac power and remained on during switching from battery power to ac power. The root displayed an error message ¿no sd card¿ and emitted 12 flash watchdog alarm. The sd card was found ejected. After installing the micro sd card into the root, it was fully functional and was able to obtain and display spo2 and pulse rate readings without the screen freezing. The device was found to visually and audibly alarm during alarm conditions. The customer complaint was not duplicated but the most probable cause was identified. The ejected sd card most likely caused the customer complaint which was not observed during the investigation. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event., corrected data: d11 concomitant medical products was updated from "sedline module" to "sedline and o3 module".

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the root screen is freezing during monitoring with sedline module. No patient impact or consequences were reported.